Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of below 30 mg/dl at the time of the incident. The customer was given glucose to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer and pump were not available at the time of the call. The customer had another low of under 30 mg/dl. The insulin pump will not be returned for analysis.